Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged air detector. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the battery in the mother board. As a result, the main board and air detector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not maintain the date and time. During physical inspection, it was found that there was a damaged air detector. There was no patient involvement, no patient injury was reported.